Event description:
It was reported that the usb port of the pump appeared to be loose as the customer experienced difficulty charging the pump battery. Subsequently, multiple power source alerts after plugging the pump into a wall outlet. Customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.